Event description:
Customer reported via phone, when she changed the reservoir and infusion set the and when she tries to set up the reservoir the act button wasn't responding. Customer didn't recall her blood glucose level. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis. The insulin pump also had alarmed motor error twice. Troubleshooting was performed and it was found the device was able to complete the whole rewind sequence.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.